Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery reamer/drill device control unit was not functioning and defective. It was noted that the machine did not work. It was also noted that the device failed pre-repair diagnostic tests for cannulation, function of the off/fwd/rev mode, fwd to rev at full speed assessment, function of the triggers and electronic control unit (ecu), and power with test stand. It was noted in the service order ¿unserviceable¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.